Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the dropping same medication multiple times. A field service engineer (fse) reviewed the medication inventory and confirmed that medications were loaded across multiple main drawers and mini drawers with defined minimum and maximum quantities. An outdate process was performed for two syringes in each of five mini drawers, and the system recorded the outdates correctly. It was determined that the initial concern occurred due to reviewing the inventory of an incorrect station. The issue was clarified, the enterprise server data was reviewed, and the case was confirmed suitable for closure. The system functioned as intended after technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system was dropping the same medication multiple times (4-5 times per fill) instead of once. Logistics dispensed 2 syringes of med ID (B)(6) across multiple labels. The issue started on (B)(6) 2026 and persisted despite machine reboots. The customer reported issue was deemed as reportable event. However, there were no delay to patient care and adverse events or injuries reported based on this incident.